Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
The patient was implanted with two percutaneous leads from the same lot. It was reported the patient was not receiving effective stimulation. Surgical intervention was undertaken to explant and replace the leads. Effective therapy was recaptured following the procedure.